Event description:
The hill-rom tech found that this bed will not go into the trendelenburg. He found the trend assy was damaged. He replaced trend assy to resolve this issue. There was no pt involvement reported.